Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that post fixation, the lp exhibited low current of injury, under-sensing, and positioning failure. The lp was not used. The patient was in stable condition.